Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year, 1 month, 11 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient was admitted to the hospital following an episode of melenic stool. The patient communicated that the stool occurred one time and was heme (B)(6). Lab results showed a 2g hemoglobin drop. The patient received IV pantoprazole. The patient received no anticoagulants at the time of the event. No additional information was provided.

Manufacturer narrative:
Manufacture conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues related to gastrointestinal bleeding have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.